Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and was installed onto the test system. The e-100 generator worked fine with the vessel sealer instrument installed. The vessel sealer extend instrument with a saline dipped gauze in the jaws was fired using the yellow pedal/sync activations and cut/seal about 100 times without any issue. Could not replicate reported failure. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the e-100 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted radical cystectomy surgical procedure, the e-100 was not working. When powered on, the e-100 power button was steady red. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided to reboot e-100; however, this did not resolve the issue. The tse asked to check serial connection on rear panel of e-100 and ensure the connector was seated properly. The tse checked the configuration log and the e-100 showed up as recognized by system. The tse asked if surgery can be performed without the use of the e-100, and the customer stated it could. The tse informed the e-100 was inoperable. The procedure was completed with no reported injury.